Event description:
It was reported in the publication "barbed sutures in body-contouring: outcome analysis of 695 procedures in 623 patients and technical advances" that the leukostrip (smith & nephew, (B)(4)) dressing was applied to 623 patients. One of these patients presented dehiscence: defined as a wound separation being greater than 1 cm in depth and 1 cm in width and requiring treatment beyond standard dressing changes. It is unknown how this complication was treated.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, has not been returned for evaluation. We have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. No batch/lot details have been provided, due to this we are unable to conduct a review of the device history, however at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported event has been reviewed, revealing further instances. Our clinical assessment concluded: the data provided is from an article from "barbed sutures in body-contouring: outcome analysis of 695 procedures in 623 patients and technical advances". However, the limited information provided did not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images are required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. The risk files for leukostrip have been reviewed and contain multiple causes of local infection and wound dehiscence causing delayed wound healing. Without information into the cause of the harm, an accurate failure mode cannot be assigned. The IFU reviewed provides adequate instructions on the operation and use of the product, users area advised to select the most appropriate size according to clinical needs. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.